Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 4592 implantable pacing lead implanted: (B)(6) 2002. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor was extrinsically distorted due to kinking/buckling. It was noted that the proximal conductor of the lead became extrinsically distorted due to kinking/buckling, the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, the distal conductor of the lead became extrinsically distorted dueto pulling/stretching/overstress, there was blood on the proximal conductor of the lead and it was not obstructed, there was blood on the distal conductor of the lead and it was not obstructed, visual summary analysis of the lead indicated damage at implant. The analyst commented that the guidewire was not inserted in the lead when it was received at the time of analysis.

Event description:
It was reported that during the implant procedure, the lead dislodged while trying to remove the guide wire and myocardial perforation was noted. It was noted the patient had a difficult anatomy. The lead was attempted and not used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.